Manufacturer narrative:
F10. Medical device - correction - code a072102 should have been included in the initial MDR. H6. Investigation findings - correction - code c0208 should have been used in replace of code c0203 in the initial MDR. H6. Investigation conclusions - correction - code d02 should have been used in replace of code d14 in the initial MDR.

Event description:
It was reported that the patient had a full revision due to low impedance. The explanted devices have not been received to date. No additional relevant information has been received to date.